Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The microscopic analysis of the returned fiber identified that the glass cap was detached. The detached cap and fiber card were not returned with the fiber; therefore, the level of devitrification could not be determined. The metal cap exhibited severe debris adhesion on its surface, indicative of prolong tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate for benign prostatic hyperplasia, at 4:51minutes when the energy was 31,348 joules; there was a message keeping coming up advising to clean the fiber tip. Due to this, the procedure was completed using another fiber there were no patient complications. The fiber was returned, and it was identified that the glass cap was detached.